Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 33.3 mmol/l. Customer reported that the reservoir was leaking from the past second o ring. Customer did not reported any visible damage to the insulin pump. It was unknown that the customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.